Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) spin male luer lock leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: me2020 batch/lot #: 21036633 it was reported by the customer that they continue to have leaking medication tubing when syringe is attached to the maxzero.

Manufacturer narrative:
H.6. Investigation: no photo or sample were received for the customer's complaint of leakage with the me2020 set. Without further information like a physical sample, the complaint cannot be verified and the root cause remains unknown. A device history record review for model me2020 lot number 21036633 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage regarding item #me2020 over the 12 month period before this complaint.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) spin male luer lock leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: me2020 batch/lot #: 21036633. It was reported by the customer that they continue to have leaking medication tubing when syringe is attached to the maxzero.